Event description:
It was reported that the cable of one arm was broken and needs to be replaced. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 07/28/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the cable of retractor arm is broken, it needs to be replaced. The device in question was manufactured on december 31, 2008. A two year lookback in complaint system for this reported failure and or related to "arm is broken " for this product ID shows that 3 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. In summary, the end user's reason for return was verified however, no root cause could be determined.